Event description:
Olympus was informed that the user facility was not high-level disinfecting the device per the directions for use. The staff was soaking the device in metricide 28 for 20 minutes at room temperature. However, the directions for use requires an immersion of at least 90 minutes at 25 degrees celsius. There was no patient infection or cross-contamination reported.

Manufacturer narrative:
An olympus endoscopy support specialist provided a reprocessing training for all staff including pre-cleaning, leak testing, manual cleaning, manual high-level disinfection and alcohol flush. In addition, a copy of the device cleaning/disinfectant guide was provided to the staff.